Event description:
On (B)(6) 2012, during a manual download of the device logs an increased intra-peritoneal volume (iipv) was identified in patient therapy log that occurred on (B)(6) 2011 at 21:49 with an ultrafiltration of 1224 ml during cycle 3. Largest prescribed fill volume: 2000 ml. There was a patient involved, but no medical intervention indicated.

Manufacturer narrative:
(B)(4). Evaluation summary: the pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain- one or more cycles advance to next fill when slow/ no flow occurred above the minimum drain volume threshold. An event history log review and sample evaluation were performed and no malfunction was identified. This issue has been escalated to CAPA.